Event description:
Caregiver reported that the low pressure alarm was not functioning. Respiratory therapist evaluated the device and found the low pressure alarm to work intermittently. There was no patient harm as a result.